Manufacturer narrative:
Although requested, the device has not yet been received in baxter for eval. Should the device be received and evaluated a follow-up medwatch will be submitted.

Event description:
The facility rep reported to customer service, a pump observed with an unintended shutdown. This event occurred before use. No pt injury or medical intervention was reported. No add'l info is available.